Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 20195135-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: events "abnormal uterine bleeding and dysmenorrhea" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 20195135-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 20195135-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, uterine haemorrhage, dysmenorrhoea, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: the right cornua had 2 visible coils and left cornua had 2visible coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received : new reporter information was added. New events - cramping and unusual periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 20195135-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 20195135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.